Manufacturer narrative:
Complaint evaluation the customer contacted a philips field service engineer (fse) and a part order was placed for a replacement processor pca. Further evaluation of the device was not requested. Proceeded with nemo shipment to replace defective part. Customer resolution and conclusion based on the conclusion of the investigation, it was determined that this was a malfunction of the processor pca. The part was confirmed shipped for replacement to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that during the functional check, the therapy delivery test failed. There was no patient involvement.